Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged while removing the right ventricular (rv) lead. This ra lead was explanted and will not be returned for analysis. No additional adverse patient effects were reported.